Event description:
It was reported that the patient underwent a t8-t9 fusion using rhbmp-2/acs in the thoracic spine, and using rhbmp-2/acs with a nuvasive cage and bone graft. On or around 2012, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with herniated nucleus pulposus at t8-t9. The patient underwent mini-thoracotomy on the right side with anterior thoracic discectomy at the t8-t9 level, anterior inter-body fusion at the t8-t9 level, and anterior inter-body instrumentation at t8-t9 level, and intraoperative neuro monitoring was performed with both "seep" and motor evoked potentials. As per op-notes, "a 6mm high by 40 mm wide graft was packed with rhbmp-2 bone graft substitute and impacted into position." No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.